Event description:
Boston scientific received information that this product was part of a system revision due to infection. This device and the right ventricular (rv) lead were also used as temporary pacing system. Subsequently, this system was explanted and a new system was implanted. No additional adverse patient effects were reported. This system was out of service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.